Event description:
After an implantation period of approx. 39 months, an unexpected decrease of the remaining battery charge was observed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
The pacemaker was received for analysis. Upon receipt, the pacemaker was interrogated showing a warning message regarding the battery status. Therefore, the pacemakers memory content was analyzed confirming this observation. The eri battery status was activated on (B)(6) 2022. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. The device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured and found to be elevated. Subsequent thorough investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged capacitor. However, the therapy functions of the device were not compromised as the user was still timely alerted by a warning message. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however, the date of occurrence was not determinable.